Event description:
It was reported that the device's ECG equipment malfunctioned. There was reportedly no patient involvement.

Manufacturer narrative:
It was reported that the device's ECG equipment malfunctions. There was reportedly no patient involvement. The customer requested to return the device to the bench for evaluation and repair the customer evaluated the device and received remote support from the customer care solution center, during which a quote and recommendation were provided for the replacement of the processor pca(printed circuit assembly) board. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca board, the replacement for which was recommended. The device remains at the customer site and no further evaluation is warranted at this time.